Event description:
A surgeon reported that the irrigating solution was hard to accumulate in the test chamber after the priming test. Priming test was performed and passed. However, during the surgery, a system advisory was displayed many times. The surgery was completed without a problem after replacing the product with another one. There was no patient harm. A product sample has been requested for this report.

Manufacturer narrative:
A product sample has been requested, however, it has been received for evaluation at the manufacturing site. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).